Manufacturer narrative:
D4 expiration date ¿ added d4 gtin- added h4 manufacturing date ¿ added d10 product available to stryker / returned to manufacturer on ¿ updated h3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the sdw (stent delivery wire) was returned inside the introducer sheath. The introducer sheath tip was damaged/crushed inwards. The sdw was removed and several severe kinks/bends were noted between approximately 2.5cm and 12.4cm from the distal end. The subject stent device was advanced from the xt-27 microcatheter through the hub. On removal from the xt-27 microcatheter, the subject stent device fully opened, but the braid wires from the distal end towards the middle of the subject stent device were buckled/compressed. The braid edges at the distal end were frayed. Functional testing could not be performed due to the damaged condition of the returned device. The reported complaint was confirmed based on analysis. The subject stent device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject stent device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the subject device, and the subject stent device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device was xt-27 microcatheter. The size of the subject stent device was appropriate for treatment site. There was resistance encountered advancing each stent into/through the xt-27 microcatheter. When retracting the subject stent device out, it was partially deployed in xt-27 microcatheter. Product analysis found the subject device was returned with an xt-27 microcatheter. The introducer sheath tip was damaged/crushed inwards. The sdw was removed from the introducer sheath and several severe kinks/bends were noted between approximately 2.5cm and 12.4cm from the distal end. On removal of the subject stent device from the xt-27 microcatheter, the subject stent device fully opened, but the braid wires from the distal end towards the middle of the subject stent device were buckled/compressed and the braid edges at the distal end were frayed. The damage to the introducer sheath and sdw indicates they were subjected to a significant force. It is most probable the introducer sheath tip was damaged while either advancing it through the rhv or while seating it into the microcatheter hub. As a result of the damage, the subject stent device, during advancement would have become damaged too as force would have also been applied to attempt to push the subject stent device though the crushed introducer sheath tip. As the sdw would have been used to push the stent through the damaged introducer sheath tip it would have become kinked/bent. In addition when retracting the subject stent device in the microcatheter it would not have been able to enter the damaged introducer sheath tip and would have subsequently deployed. The damaged stent introducer sheath tip would most likely have contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿ and as analyzed ¿ stent deployed prematurely during use¿, 'stent introducer sheath distal tip damaged', ¿sdw kinked/bent¿ and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Limited.

Event description:
It was reported that the subject device was used for oa aneurysm surgery. After preoperatively checking that the subject device was intact and thoroughly rinsing it, the subject device was delivered through a microcatheter. During deployment, approximately 5 mm of the distal end of the subject device opened properly, but the subject device failed to open at the carotid siphon segment. Multiple attempts to open it were unsuccessful. Subsequently, the physician withdrew the subject device along with the microcatheter from the body. While retracting the subject device out, it was partially deployed in the microcatheter. The subject device was replaced with another stent and coils to complete the surgery. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject device was used for oa aneurysm surgery. After preoperatively checking that the subject device was intact and thoroughly rinsing it, the subject device was delivered through a microcatheter. During deployment, approximately 5 mm of the distal end of the subject device opened properly, but the subject device failed to open at the carotid siphon segment. Multiple attempts to open it were unsuccessful. Subsequently, the physician withdrew the subject device along with the microcatheter from the body. While retracting the subject device out, it was partially deployed in the microcatheter. The subject device was replaced with another stent and coils to complete the surgery. No clinical consequences were reported to the patient due to this event.